Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient had oozing at groin site with a small hematoma. Oozing and hematoma resolved. 2 bags of red blood cells (rbcs) given before patient transfer.

Manufacturer narrative:
D6a: explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
D4: updated UDI. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary- major bleed/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.